Event description:
It was reported by the physician that after a transurethral microwave treatment procedure, the pt sphincter was damaged. The treatment was not completed as the pt could not tolerate the entire procedure. After the procedure the physician noticed that the pt's sphincter was damaged. No further pt injuries or complications were reported.